Event description:
It was reported the patient was experiencing pain at her ipg site. An sjm representative met with the patient provided reprogramming avoiding contacts 1 and 9. The patient reported the pain is intermittent and seems to be improving.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.